Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood on the device. Microscopic inspection revealed a burst in the balloon material, 11mm in length. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.